Event description:
Reporter alleged blood glucose measured 84 mg/dl at 9:37 am back to back with a result of 204 mg/dl when testing was performed at 9:38 am as well as a result of 111mg/dl at 9:40 am. Customer stated feeling low glucose symptoms at the time, however, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.